Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 580 mg/dl with an unknown cause. Elevated bg was addressed via manual injection. System check with tandem technical support confirmed that the pump was functioning as intended. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.